Manufacturer narrative:
The investigation is ongoing and not yet completed. The risk assessment will be reviewed during investigation.

Event description:
It was reported that a customer received errors while viewing patient images. The issue occured multiple times and as a result, the customer had to re-expose five patients. Each patient underwent an additional exposure to obtain the required images.